Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 17-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2014 essure (fallopian tube occlusion insert) was inserted. It was reported that it was a painful placement and only on one side was placed; eventually second side was successful. On an unspecified date the consumer experienced pain in abdomen / cramps, problems urinating, pain in leg, head pain, arthralgia, tiredness, mood swings, vitamin b12 deficiency, rheumatic hands, excessive sweating and fluid retention. The influence of essure in her daily life included work-related problems (she always needs some rest in the afternoon). She contacted a doctor and did blood test which showed vitamin b12 deficiency. She received medication as treatment and he is planning to remove essure. The outcome was reported as not recovered / not resolved. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. This event is listed in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality for the event pain in abdomen and essure use was assessed as related. This case was regarded as incident since essure removal will be required (intervention planned). Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Follow-up received on 30-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. This event is listed in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality for the event pain in abdomen and essure use was assessed as related. This case was regarded as incident since essure removal will be required (intervention planned). Other nonserious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected from consumer.